Event description:
Additional information was received via a foreign healthcare provider via a company representative. The pump had reached the end of its life and had been replaced on (B)(6) 2021. Following this normal replacement (normal end of life), the healthcare provider requested an expertise review of the pump regarding the septum and rotor. It was noted that for the septum, on (B)(6) 2020 following a refill, the patient overdosed with medication. It was noted that the healthcare provider uses the filling kit and had indicated that the pump was usually easy tofill. The event / overdose had only happened once in the lifetime of the pump. For the over dosage, the patient had all the protocols determined to remove the over-dosage. The patient was monitored, and everything was normal afterwards. A check of the logs showed nothing. Factors that may have led or contributed to the issue were unknown. The patient¿s age on (B)(6) 2021 was 55 years and 10 months. The pump was being returned to the manufacturer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis found no anomalies. The device passed all testing in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional via a clinical study. A few minutes after refill on (B)(6) 2020 , the patient didn't feel well like very, very tired, just wanted to sleep, and strange so the patient came back to the hcp. Examination revealed the patient was very tired and asleep and was to go to intensive care. The patient needed oxygen and was given oxygen on (B)(6) 2020. Another refill was performed and they found 6 ml less than 40ml that was previously refilled. It was noted the patient had difficulty seeing and some hallucinations. The patient received naloxone intravenous on (B)(6) 2021 to wake them up. It was decided to put the pump to minimum flow until the patient was fine. It was noted the patient was fine and their normal flow was started. It was noted the date after (B)(6) 2020-dec-12) the patient went home. The patient stayed in the intensive care unit for 24 hours. The outcomeof the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was overdose after refill. The medications in the pump were clonidine (1166.4 mcg/ml at 7.2 mcg/day) and morphine (0.6 mg/ml at 0.00368 mg/day). The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or function. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to programming/refill. The relatedness to the drugs (clonidine and morphine) was related and the drug action that caused the event was other: drug pass in subcutaneous.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine and clonidine (unknown concentrations and doses) via an implantable pump for an unknown indication for use. It was reported a filling of the pump occurred on (B)(6) 2020 without particularities. 40 minutes later the patient presented themselves with slight drowsiness, dry mouth, and bradycardia. The patient was transferred to intensive care for monitoring and the issue resolved. The patient status was alive - no injury. It was indicated surgical intervention was planned but unknown if scheduled. Contributing factors to the event were unknown. Further complications were not reported. Additional information was received. A change of pump was planned when the covid situation improved and allowed for the change to take place. It was indicated an overdose of medication was suspected to have caused the symptoms after refill. After monitoring for a few hours, the patient had recovered and there were no after-effects. Ultrasound was used to position the needle during the refill. Fluid was removed during the refill and was confirmed to have the expected appearance; the color of the drug removed was identical. Bubbles in the extension set were observed to be drawn into the pump after opening the clamp and before refilling the pump. Drug was periodically withdrawn during injection and confirmed to have the expected appearance. It was indicated 15 ml was removed and 14.1 ml were expected.